Manufacturer narrative:
(B)(4). The sample was visually and functionally tested. The sample underwent pressure testing, a luer gauging test, and a leak test. The evaluation found a dent located on the male luer and that the luer leaked during the leak test. However, the cause of the reported leak could not be determined. A CAPA has been opened in order to address this issue. If additional relevant information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the connection between the injection site and the threaded luer lock on an il injection site. A patient was involved; however, there was no patient injury reported. Additional information was requested and is not available.